Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated that the atrial rate and ventricular histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the implantable pulse generator (ipg), the pacing percentage showed question marks and the observation of ¿invalid data¿ was under the observations for both the cardiac compass and the rate histograms. It was noted that the patient had an magnetic resonance imaging (MRI) test several months prior. The ipg remains in use. No patient complications have been reported as a result of this event.